Event description:
As reported, after eight hours of use with a patient, this acumen iq sensor detached from the pressure line, resulting in minimal blood loss and causing the device to stop functioning. An error message was displayed on the monitor. The issue was resolved by replacing the sensor with a new unit. No additional patient interventions were required, and no patient injury was reported. The device was available for evaluation; however, it has not been received yet.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.